Manufacturer narrative:
Other applicable components are: product ID 37761 lot# serial# (B)(4) implanted: explanted: product type recharger product ID 97754 lot# serial# (B)(4) implanted: explanted: product type recharger product ID neu_unknown lot# serial# unknown implanted: explanted: product type unknown. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with a neurostimulator for non-malignant pain. It was reported that the patient's desktop charger (dtc) was broken as the rubber was coming off the connector pin and the wires were visible. The patient received replacement recharging equipment but was missing the wall power cord so they were unable to use their dtc to charge their recharger, and therefore were unable to charge their ins which was not giving them any stimulation. The patient explained their pain was so bad that their doctor had to sedate them. A power cord was being sent overnight to the patient. This was not an out of box failure and no further complications were reported or anticipated.